Event description:
Customer reportedly obtained results of 304 mg/dl, 151 mg/dl, and 103 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return to suspect system, and replacement was sent.